Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported that the customer received a motor error. The customer's blood glucose level is unknown at the time of call. The customer stated that insulin pump fell off the belt clip. Troubleshooting was performed. The customer stated that she was able complete the rewind, but the insulin pump still alarms motor error. Advised the customer that the insulin pump will need to be replaced and to discontinue use of the insulin pump. Advised customer to revert to a back-up plan per healthcare provider's instruction. Sent a replacement pump to customer. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)